Event description:
It was reported that the patient was experiencing a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds) were selected to be used. After two attempts the physician successfully completed the transseptal puncture. The was was positioned in the laa of the patient and then the wds was inserted. The closure device was deployed in the patient and release criteria was checked. Prior to releasing the closure device, the patient became hypotensive. The procedure was continued, and the closure device was released from the core wire of the wds and successfully implanted in the laa of the patient. Transesophageal echocardiogram (tee) post device release noted that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis but the fluid in the pericardium began to clot and could not be drained. The surgeon was called, and a pericardial window was performed. The clot/fluid was removed from the anterior portion of the heart and the patient remained stable during this treatment. The patient was admitted overnight for observation but is expected to make a full recovery from this event.